Event description:
It was reported at this site that during a scan, the side and top covers were dislodged. As the system was operating, the inverter cover on the rotating side of the gantry was damaged and made contact with a stationary gantry bracket. This contact caused the gantry exterior covers to become dislodged resulting in contact with the rotating gantry. This then led to the exterior covers being projected radially outward from the CT system. No injury occurred, and there were no personnel in the path of the gantry covers.

Manufacturer narrative:
The directional force on the covers is such that they are expected to be propelled radially away from the gantry and possible pt positions. Product labeling discusses the need to stay clear of the radial direction from the gantry. It is very unlikely that the technologist or pt would be in the direct path of the cover. However, it is possible that a technologist or pt may be hit by the cover after it makes contact with the wall or ceiling. The inverter cover came loose from the leading edge of the support bracket. This leading edge then contacted the stationary side and dislodged the exterior covers. The loose inverter cover was determined to have occurred during a recent service procedure. Visual analysis of the failed inverter cover did not yield a definitive cause, however, it was apparent that the leading edge of the cover was allowed to extend to a position that resulted in contact with a non-rotating portion. This leading edge did not exhibit signs of mechanical fatigue in mounting hardware, therefore, the likely cause is that the leading edge was not completely secured. The lack of any similar inverter cover issues being reported indicates this is an isolated instance at a single customer site. It also shows that service documentation, procedures, and manufacturing practices are adequate. The design is present on a large number of systems that have been operating for numerous years.